Event description:
As reported by the distributor: at the moment this is more of a request than a complaint. Had a revision thr yesterday where he extracted an accolade stem with a femoral head still attached. He couldn¿t remove the femoral head off the stem , he wants me to send them back to stryker so that they can separate them, and to determine if the femoral head is the correct material match for the stem . There was a ¿pseudo-tumour¿ around the prox femur , which surprised them as they weren¿t expecting this. Dr. Wants to rule out the stem & head as being the cause of this. He hypothesised that one possibility for the cause of the pseudo tumour they discovered around the prox femur may be that the head isn¿t the correct material to go with the accolade stem , eg could be stainless steel , which can¿t be used with accolades. There were no details on the implants removed , he said it was done in england a number of years ago. He removed a cemented cup , accolade stem and head and then implanted a tritanium revision shell , plus cone conical system , 36/22 uhr head and 22/+8mm vitallium head.